Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. DHR was reviewed and no discrepancies were found. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
It was reported that a patient underwent a revision procedure approximately 2 years post initial implantation due to corrosion and elevated metal ion levels causing pain. After removing the double modular neck and stem there was evidence of discoloration and corrosion. There was also black staining between the trunnion and the head.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Updated: reported event was confirmed by review of the medical records. As per the medical records, the patient was revised due to pain. During the revision, black staining and corrosion of the connection between the trunnion and the head, and there was entrapped soft tissue and what appeared to be muscle on the top of the trunnion inside the head. After removing the double modular neck portion, surgeon found there was discoloration and corrosion in the well and on the male portion of the distal part of the neck where it inserted into the stem portion corresponding to the areas of corrosion on the opposite of the articulation. Leg length and offset was restored. Stability was excellent. DHR was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The investigation is still in process. Once the investigation is complete a follow up MDR will be submitted. Multiple MDR reports were filed for this event. Please see associated reports: 0001822565-2017-03620 and 0001822565-2017-03622.

Event description:
It was reported that a patient underwent a revision procedure approximately 2 years post initial implantation due to corrosion and elevated metal ion levels. After removing the double modular neck and stem there was evidence of discoloration and corrosion. There was also black staining between the trunnion and the head.

Manufacturer narrative:
This follow-up report is being filed to relay additional information, which was unknown at the time of the initial medwatch. Additional concomitant medical products: trilogy f/m acet shell 60 od clust, cat#: 00-6200-060-22 lot#: ni; xlpe 10 degree poly liner60x32, cat#: 00-6310-060-32 lot#: ni; femoral head sterile product do not resterilize 12/14 taper, cat#: 00801803202 lot#: ni; modular neck c 12/14 neck taper use with +0 heads only, cat#: 00784803300 lot#: ni. Reported event was unable to be confirmed due to limited information received from the customer and no product was returned. DHR could not be reviewed due to the lack of information received. Review of the complaint history determined that no further action is required as no trends were identified. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.